Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, d8, h2, h3, h6, h11 the present product was not a complaint machine because it corresponds to a machine under consideration for development. Therefore, there is no device history record, and no review can be conducted. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reported failures were confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the main unit's image capture system was malfunctioning, and it is assumed that normal communication was not possible, resulting in vertical line noise in the entire image. Based on the results of the investigation, a definitive root cause for "air leak in the body adhesive filling area" and "the main unit's image sensor is broken" could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had watertightness leakage at the adhesive-filled section of the main body and displayed vertical line noise across the entire image. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had watertightness leakage at the adhesive-filled section of the main body and displayed vertical line noise across the entire image. There was no patient involvement.